Event description:
Follow up information received reported that cause of the lead migration was not known. It was confirmed that the lead was replaced and that patient was ¿doing well¿. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient¿s lead had migrated and it was explanted and replaced. It was stated x-rays had been done along with reprogramming. It was noted the patient¿s status was reported as no injury and there were no symptoms related to the event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v710575, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v710575, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that 2 years after implant the ins came up/eroded to surface and caused the lead to came off/disconnect from the ins. Patient stated that they went in and change out the battery due to this. No further complications were reported or anticipated.